Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Device received with missing end cap sticker and minor scratched lcd window.

Event description:
It was reported that the insulin pump has a missing dome label sticker. Nothing further reported.